Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4)0 this solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient of an unspecified origin. Medical history and concomitant medications were unknown. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) (humalog 50, 100 u/ml) via humapen ergo 2 (a reusable pen device), subcutaneously, for the treatment of an unknown indication, beginning in (B)(6) 2017. On (B)(6) 2018, while on insulin lispro protamine suspension 50%/ insulin lispro 50% treatment, she had high blood glucose (value, unit and reference range was not provided) and suspected that the insulin lispro protamine suspension 50%/ insulin lispro 50% brought in pharmacy was fake which made the blood glucose high. She also experienced insulin resistance. On (B)(6) 2018, she was hospitalized for the treatment of both the events. After hospitalization, she used the insulin lispro protamine suspension 50%/ insulin lispro 50% treatment from the hospital for three days and her blood glucose decreased (value, unit and reference range was not provided). She then thought that it might be her own body condition which made the blood glucose high and not the fact that insulin lispro protamine suspension 50%/ insulin lispro 50% brought in pharmacy was fake. She was treated with unspecified injections. Further information regarding hospitalization and corrective treatment of the remaining events was not provided. She was recovering from the event of high blood glucose and outcome of the remaining events was unknown. Treatment with insulin lispro protamine suspension 50%/ insulin lispro 50% was continued. The patient was the operator of the humapen ergo 2 and her training status was not provided. The humapen ergo 2 device model duration of use and suspect humapen ergo 2 duration was approximately 13 months. The status of the humapen ergo 2 was not provided and its return was expected. The reporting consumer did not provide an opinion of relatedness between the events and insulin lispro protamine suspension 50%/ insulin lispro 50% treatment or humapen ergo 2. Update 16-aug-2018: additional information was received from the initial reporter via the psp on 13-aug-2018. This case was upgraded due to addition of one suspect reusable device associated with a serious event of high blood glucose. Added lab tests of blood glucose, one serious event of high blood glucose and one non-serious event of suspected counterfeit product. Updated causality statement and narrative with the new information. Update 22-aug-2018: additional information regarding product complain (pc) was received on 20-aug-2018 via affiliate. No other medically significant information was received. The pc was processed and no other changes were made in the case. Edit 22aug2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 13sep2018 in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported that there was a drop of insulin on the top of the needle after injection using her humapen ergo ii. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number 1610d01, manufactured october 2016). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to device not working or dose accuracy issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 49-year-old female patient of an unspecified origin. Medical history and concomitant medications were unknown. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) (humalog 50, 100 u/ml) via a reusable humapen ergo 2 device, subcutaneously, for the treatment of an unknown indication, beginning in aug-2017. On an unknown date, she noted that there was a drop of insulin on the top of the needle after her injection. In addition, it was noted that her humapen ergo ii pen did not work well due to long time use (B)(4). Lot 1610d01). On (B)(6) 2018, while on insulin lispro protamine suspension 50%/ insulin lispro 50% treatment, she had high blood glucose (value, unit and reference range was not provided) and suspected that the insulin lispro protamine suspension 50%/ insulin lispro 50% brought in pharmacy was fake which made the blood glucose high. She also experienced insulin resistance. On (B)(6) 2018, she was hospitalized for the treatment of both the events. After hospitalization, she used the insulin lispro protamine suspension 50%/ insulin lispro 50% treatment from the hospital for three days and her blood glucose decreased (value, unit and reference range was not provided). She then thought that it might be her own body condition which made the blood glucose high and not the fact that insulin lispro protamine suspension 50%/ insulin lispro 50% brought in pharmacy was fake. She was treated with unspecified injections. Further information regarding hospitalization and corrective treatment of the remaining events was not provided. She was recovering from the event of high blood glucose and outcome of the remaining events was unknown. Treatment with insulin lispro protamine suspension 50%/ insulin lispro 50% was continued. The patient was the operator of the humapen ergo 2 and her training status was not provided. The humapen ergo 2 device model duration of use and suspect humapen ergo 2 duration was approximately 13 months. The suspect device, which was manufactured in oct2016, was not returned to the manufacturer. The reporting consumer did not provide an opinion of relatedness between the events and insulin lispro protamine suspension 50%/ insulin lispro 50% treatment or humapen ergo 2. Update 16-aug-2018: additional information was received from the initial reporter via the psp on 13-aug-2018. This case was upgraded due to addition of one suspect reusable device associated with a serious event of high blood glucose. Added lab tests of blood glucose, one serious event of high blood glucose and one non-serious event of suspected counterfeit product. Updated causality statement and narrative with the new information. Update 22-aug-2018: additional information regarding product complain (pc) was received on 20-aug-2018 via affiliate. No other medically significant information was received. The pc was processed and no other changes were made in the case. Edit 22aug2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 13sep2018: additional information received on 13sep2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch /european and canadian (EU/ca) device information, and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4). Associated with lot 1610d01 of a humapen ergo ii device. Corresponding fields and narrative updated accordingly.